Manufacturer narrative:
Results: based on the photo(s) received the investigation, bd was able to confirm the customer¿s indicated issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.complaints received for this device and reported condition will continue to be tracked and trended. (B)(4).

Event description:
It was reported that a white plastic like material was found to be lodged between the needle cover and the hub of a 23 g x 1 in. Bd precisionglide¿ needle. The foreign matter was found prior to use. No injury or medical interventions reported.